Event description:
It was reported that during device upgrade, low, out of range hv lead impedance was observed. Lead was capped and replaced. Patient was fine after the procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.5cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.